Event description:
It was reported that post op to a vats lobectomy the patient developed an air leak in the lung.

Manufacturer narrative:
(B)(4). . B3: unknown; captured as awareness date. D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any difficulty with device throughout the procedure? Were there any staple formation issues noted during the procedure? How was the leak treated? Did the patient have any underlying diseases such as copd? Did the patient have any underlying pulmonary condition? Where was the device fired on the lung? Why does the surgeon believed the air leak was caused by the stapler? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2023. Additional information was requested, and the following was received: was there any difficulty with device throughout the procedure? None were noted were there any staple formation issues noted during the procedure? None were noted how was the leak treated? Postoperative drain was replaced. Further treatment not reported did the patient have any underlying diseases such as copd? Surgeon noted that the patient had very poor lung tissue, that the patient was presenting with comorbidities and in poor shape with diseased lungs, but did not detail what disease did the patient have any underlying pulmonary condition? Was not disclosed where was the device fired on the lung?unsure which lobe why does the surgeon believe the air leak was caused by the stapler? Surgeon noted he does not believe stapler was the root cause, and noted the patient diseased tissue was major concern and likely cause what is the patient current status? Was not disclosed h11: corrected data = h1, h6. H1: MDR decision: not reportable upon review of the information captured in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.